Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had compromised force sensor alarm, diminished battery life and rejected battery alarm. Customer's blood glucose value at the time of the incident was unknown. Customer also stated that there was scratches on screen and screen was difficult to read. The insulin pump will not be returned for analysis.